Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath and also alleged that patient experienced severe asthma symptoms since using the device daily morning, asthma treatment every morning after use cannot breathe deep, on daily inhaler, daily nebulizer that are related to a CPAP device's sound abatement foam. Section b1 was corrected to adverse event and product problem (the product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health effect - clinical code and impact code was updated.